Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that during 6 monthly service it was found that pump hours were 6624.7hrs in arctic sun device and it failed during cooling function tests. Water flow rate was 2.2l/m and circulation pump command was 66 percentage. They had not been serviced since purchase and device currently under valid pmp.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. Circulation command 66% at -7psi in bypass mode. Circulation pump was replaced. Level sensor had cracks. Level sensor was replaced. Mixing pump and heater were replaced due to age. Maintenance, calibration and testing performed. Est performed. The device did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that during 6 monthly service it was found that pump hours were 6624. 7 hrs in arctic sun device and it failed during cooling function tests. Water flow rate was 2.2l/m and circulation pump command was 66percentage. They had not been serviced since purchase and device currently under valid pmp. Per sample evaluation results received on 03apr2023, it was reported that the level sensor had cracks.